Event description:
It was reported that the patient had an infection at the generator site. The surgeon planned on taking out the generator and "wiping it off". Further follow-up revealed that the patient underwent generator replacement at which time the new generator was implanted on the patient's right side of the chest. It was reported that the infection was observed right after the implant surgery. No cultures were performed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional details were received regarding patient's infection. Patient had a surgical wound infection with (B)(6). Patient did not respond to IV antibiotics without removal of the device. He was left without the device for some time. Patient had a PICC line with prolonged antibiotic treatment and the infection was eliminated.